Event description:
During a (pci) percutaneous coronary intervention to treat a lesion in the (lad) left anterior descending artery with 95% stenosis and high calcification, the shaft of the cypher (sds) stent delivery system broke into two pieces during removal from the pt. During the procedure, there was crossing difficulty and resistance during pushing. The cypher sds shaft kink 50 cm near the proximal part out of the body. The lesion was pre-dilated with 2.5mm balloon. Another stent was used to complete the procedure. The sample will be returned for eval.

Manufacturer narrative:
Prior to inserting in the pt, the product was not damaged, and all the products were prep per (IFU) instruction for use. Constant flush was maintained through the guide catheter. After the product was inserted in the pt, the stent delivery system did not reach the lesion, and the kink was noted prior to reaching the vessel. The stent remained on the balloon during the event, and the stent was not damaged. The (sds) stent delivery system was removed and it was broken into two pieces. This product is similar to us cypher product. Additional info will be submitted within 30 days of receipt.